Event description:
Explant due to fungal infection. In 2001 the cryopreserved aortic homograft in question was implanted into a pt with unknown medical history. Approximately three months later, the pt returned to the surgical facility complaining of breathing difficulty. The pt was found to have a pseudo-aneurysm and a candida fungal infection during surgery. The aortic valve homograft was removed and another cryopreserved homograft was implanted.